Manufacturer narrative:
(B)(4). The gore® dryseal flex sheath instructions for use (IFU) states the following: if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The reported vessel size was 6.3 mm and the body outer diameter of the used sheath 8.2 mm.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an aneurysm in an aberrant subclavian artery that was treated with a conformable gore® tag® thoracic endoprosthesis. It was stated that a 22 fr gore® dryseal flex sheath was advanced through a small femoral artery (6.30mm) and that the implantation of the endoprosthesis was successful. After the sheath was removed it was realized that the femoral artery was partially ruptured. The femoral artery was surgically repaired and the patient tolerated the procedure.